Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded and there is blood in the wire lumen showing that the device was used in the procedure. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The hypotube shaft was completely separated 57.3cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking of a 1.20mm x 8mm emerge push balloon catheter, it was noted that the shaft was separated. The procedure was completed with another of the same device. No patient complications were reported.